Event description:
The customer reported to vyaire medical that during operational verification procedure the vela ventilator was having a transducer fault and vent inoperable alarm. The event happened during extended system tests/user verification tests (est/uvt) and set up prior patient use. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer performed a transducer calibrations but it failed. An order for a part replacement has been placed and the customer confirmed that the device issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.